Event description:
Midline catheter inserted into pt's arm in 2002, seven hours later infusion was started, it was noted that the pt's skin was red & swollen, warm to the touch in the midline area. The dr noted that the midline had separated and migrated to the pt's heart. Successfully retrieved under fluoroscopy.